Manufacturer narrative:
H3: product analysis confirmed the customer complaint . Pre-repair temperature check performed at 60k after 1 minute t1 temperature was 134f and t2 temperature was 126f. The ambient temperature was 78f. The collet bearings are worn. H6:previous code b17,d16, c20 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that handpiece had overheating issue. There was no patient impact. Additional information received, overheating of the handpiece was within a minute. The device was running at 52k rpm. Irrigation was being used at 10min/cc and was running in drill mode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.